Event description:
Same case as # 2134265-2008-01397. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed lesion was located in a moderately tortuous right coronary artery. The physician encountered difficulty crossing the lesion with the taxus express2 3.5x24mm drug eluting stent. It was noted that the edge of the stent was lifted. The procedure was completed with another taxus express2 stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg documentation found that the device met material, assembly and product specs. The most probable root cause for this complaint can be attributed to operational context due to likelihood that patient anatomy or other procedural factors contributed to the reported difficulty.